Manufacturer narrative:
Corrected data can be found in field b4 (date of this report).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, intuitive surgical, inc. (Isi) has not determined the root causes of the customer¿s alleged failure mode and the patient¿s post-operative complication. On (B)(6) 2019, an isi field service engineer (fse) performed a field evaluation at the site. The fse performed verification of the da vinci surgical system and iesu. The system verification was completed with no issues or adjustment. The system was tested and noted as ready for use. Isi has attempted to contact the site to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted surgical procedure, a ureteral injury was identified post-operatively. The type and severity of the injury sustained by the patient is unknown. It is also unknown what medical intervention, if any, was administered due to the ureteral injury. At this time, the root cause of the patient¿s operative complication is unknown. The surgeon alleged that the injury was caused by thermal spread in relation to the use of the iesu. However, the fse inspected the da vinci surgical system and iesu and no issues were found.

Event description:
It was reported that after undergoing an unspecified da vinci-assisted surgical procedure, an unspecified ureteral injury was identified with delayed presentation. The initial reporter claimed that the injury occurred as a result of thermal spread in relation to the use of the integrated electrosurgical unit (iesu) with the da vinci surgical system. No further clinical information was provided. The following information is unknown: the type and severity of the injury, the date the da vinci-assisted surgical procedure was performed, the root cause of the injury, what medical intervention (if any) was administered due to the ureteral injury, and the patient's current status.